Event description:
Information was received that alleged a pump explant. It was reported that the patient was implanted with a new device once they were "cleared by infectious disease." No additional symptoms were alleged by the patient.

Manufacturer narrative:
Pending additional follow up information. A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Internal complaint number: (B)(4).

Event description:
Additional information was received confirming that the patient's device was explanted due to an infection.

Manufacturer narrative:
Information was received confirming that the patient's device was explanted due to infection. Attempts were made to confirm the cause of the infection and the explanting physician, but attempts were unsuccessful. Per the instructions for use of the device, infection is a known possible risk of use. Internal complaint number: (B)(4).